Event description:
It was reported an issue with novosyn suture. The client reported that during the procedure, the needle broke and migrated into the patient's subcutaneous adipose tissue, rendering it non-visible externally. Localization was only possible through the use of an image intensifier. Additional information: no clinical consequence but increased operating time no other information available.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have checked the returned used sample, and the needle is broken near needle attachment area. Also, it shows that the needle has been held near this area due to there are some impacts of a needle holder or other surgical instrument. Needle bending strength results of the involved needle are 16.2 nxcm in minimum and fulfilled specifications (>13.6 nxcm). As stated in the instructions for use of the product, care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Needle bending strength results during production control of the needles with the same needle raw material batches used in this product were 15.8 nxcm and 16.4 nxcm in minimum and fulfilled specifications (>13.6 nxcm). Conclusion root cause analysis: the root cause has been determined to be a wrong handling from the operator as the used needle has been damaged by the user, causing it to break. Final conclusion: considering that the used sample received shows that the product has not been used according to the instructions for use, we consider that the complaint is not confirmed. Nevertheless, we take note of this incidence to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.